Event description:
It was reported that the extension tubing leaked fluids. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed but the exact cause remains unknown. One 4 fr groshong nxt connector assembly was returned for evaluation. The product label indicated lot: reds0284. The two-piece connector was not assembled. The proximal connector segment was flushed with water using a 12 ml syringe and a leak was observed in the extension tubing. Microscopic observation revealed damage consistent with a puncture based on the narrowness of the damage extending through the tubing. The surface location of the puncture appeared to be slightly longitudinal with a ¿flap¿ of material present at the edge of the puncture. It is likely that an object or instrument contributed to the formation of the damage; however, the source and location at which it occurred remains unknown.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reds0284 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported that the extension tubing leaked fluids. No other information was provided.